Event description:
Approx 2 1/4 hrs into pt hemodialysis treatment, staff noticed a small blood leak in the bloodline at the bottom of the venous chamber. The main tubing then separated from the tubing part at the bottom of the venous chamber. A new venous bloodline was set up and treatment was completed with no further problems. The complain sample was discarded. No med intervention was required and no pt injury occurred. MDR is filed the ebl of 80-90cc.